Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based on the provided information, the reported peritonitis was attributed to a breach in aseptic technique. Additionally, there was no allegation of a cassette malfunction. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2022 due to a malfunctioning pd catheter (not a fresenius product) and abdominal pain. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis (admitted). The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (frequency, duration, dosages unknown). However, admission hematological studies revealed the patient had recovered significant kidney function (bun = 22.0 mg/dl, creatinine = 10 mg/dl), and the patient's pd catheter (not a fresenius product) was surgically removed on (B)(6) 2022. The patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2022, and the patient¿s ceftazidime was discontinued. The patient simultaneously received a PICC line, and their antibiotics were transitioned to intravenous (IV) administration. At the time of follow-up, the patient was recovering from the events and no longer required renal replacement therapy (rrt). Per the pdrn, the events were unrelated to the patients¿ utilization of any fresenius products and/or a device deficiency.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain), which required hospitalization and antibiotic therapy. Causality was attributed to an unspecified touch contamination event. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device and/or product(s) failed to meet user expectation or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2022 due to a malfunctioning pd catheter (not a fresenius product) and abdominal pain. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis (admitted). The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (frequency, duration, dosages unknown). However, admission hematological studies revealed the patient had recovered significant kidney function (bun = 22.0 mg/dl, creatinine = 10 mg/dl), and the patient's pd catheter (not a fresenius product) was surgically removed on (B)(6) 2022. The patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus epidermidis on 18/dec/2022, and the patient¿s ceftazidime was discontinued. The patient simultaneously received a PICC line, and their antibiotics were transitioned to intravenous (IV) administration. At the time of follow-up, the patient was recovering from the events and no longer required renal replacement therapy (rrt). Per the pdrn, the events were unrelated to the patients¿ utilization of any fresenius products and/or a device deficiency.